Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer (lh 750) was giving a diluter error. Customer reported that there was a leak below the lh 750 and that the leak appeared to be diluent. Customer reported that they replaced the tubing and repaired the leak. The customer did not provide the location of the leak. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).